Manufacturer narrative:
This report is for an unknown. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Concomitant medical products: unknown . Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
This report is being filed after the review of the following journal article: imbert, p., et al (2014), a risk-benefit analysis of alternating low-pressure co2 insufflation and fluid medium in arthroscopic knee acl reconstruction, knee surgery sports traumatology arthroscopy, vol.22(7), pages 1483-1490 (france). Doi: 10.1007/s00167-013-2474-3. The study emphasizes on testing the hypothesis that the surgical technique using alternating fluid irrigation and carbon dioxide (co2) gas medium as a means of knee joint distension during arthroscopy is a safe and effective method, compared to traditional fluid arthroscopy. The patients evaluated on course of this study: a total of 94 patients who underwent arthroscopic acl reconstruction were included in the study. The patients were grouped into 2: group ¿acl fluid¿ which consists of 46 patients (37 male and 9 female patients), and group ¿acl gas¿ which consists of 48 patients (42 male and 6 female patients). Post-operative management followed the standard acl protocol for the two groups: no knee immobilizer, isometric quadriceps training, full range of motion as tolerated and non-weight bearing for 10 days. Deep venous thrombosis prophylaxis included low-molecular weight heparin (tinzaparin 4500 iu) for 30 days. The article describes the following procedure: arthroscopic anterior cruciate ligament (acl) reconstruction. The devices involved were: pump system (fms duo, depuy mitek) in the group acl fluid; motorized shaver in the group acl gas. Complications mentioned in the article: 6 cases of hematoma. 1 case of phlebitis. 3 cases of reflex sympathetic dystrophy.